Manufacturer narrative:
A sample from the patient was provided for investigation and the results obtained by the customer could be reproduced. It was determined the sample contained interfering antibodies against the ruthenium label in the elecsys toxo igm assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The sample was tested using the recomline blot toxo igm and was negative. The sample was also non-reactive for toxo igg. The patient should be considered negative for toxoplasma gondii.

Manufacturer narrative:
This event occurred (B)(6).

Event description:
The initial reporter stated they received false positive results for three samples from the same patient tested with the elecsys toxo igm assay on a cobas 6000 e 601 module. The values measured with the elecsys assay were positive compared to negative values measured on a vidas analyzer. The results from the vidas analyzer were believed to be correct. No incorrect results were reported outside of the laboratory. The first sample resulted with a toxo igm value of 1.43 coi (reactive) when tested on the e 601 analyzer using reagent lot 442622. When tested on the vidas analyzer, the toxo igm value was 0.06 index (negative). The second sample resulted with a toxo igm value of 1.37 coi (reactive) when tested on the e 601 analyzer using reagent lot 442622 on (B)(6) 2020. When tested on the vidas analyzer, the toxo igm value was 0.04 index (negative) on (B)(6) 2020. The third sample resulted with a toxo igm value of 1.80 coi (reactive) when tested on the e 601 analyzer using reagent lot 456385 on (B)(6) 2020. When tested on the vidas analyzer, the toxo igm value was 0.07 index (negative) on (B)(6) 2020. The serial number of the e 601 analyzer is (b)().